Event description:
Rptr indicated that pt had passed away. Pt's spouse called to report the death after receiving correspondence from MFR and just wanted to let MFR know so that pt's name could be removed from mailing lists. Cause of death is unknown.